Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption of this device has been increasing during the past year. Furthermore, device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption of this device has been increasing during the past year. Furthermore, device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was not recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption of this device has been increasing during the past year. Furthermore, device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed pbd and that this device power consumption of this device has been increasing during the past year. Furthermore, device replacement was recommended or have the device battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.